Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the peeled adhesive around the objective lens and a 3d image malfunction: cause traced to an identified stress problem and a degradation problem; expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex 3d deflectable videoscope exhibited peeled adhesive and the 3d image had defects. There was no patient involvement.